Event description:
It was reported to boston scientific corporation that the patient was implanted with a prefyx pre-pubic sling system during a procedure on (B)(6), 2009.according to the complainant, post-procedure, the patient experienced complications (specifics unknown).all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.